Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles, tubing/chamber, nasal/throat irritation or soreness. In related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer previously reported on this device in MDR 2518422-2022-90435. This report was submitted as a duplicate report of the previously submitted report. Section h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.